Event description:
It was reported, the pt complains of hip pain on the same side where his ipg was implanted. The pt reported, he did not experience the pain prior to the implant. It was reported, the pt plans to consult with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.